Manufacturer narrative:
Customer did not provide age, date of birth, gender, or weight for any of the patients. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The field service engineer (fse) verified the alignment of the sample probe. The fse replaced the aspirate probes, dispense probes and peri-pump tubing. The fse cleaned the wash carousel and primed the system. The fse ran a passing system check, carryover and qc. Service activity performed was verified to meet the specified requirements per established procedures. Results met published performance specifications.

Event description:
The customer reported non-reproducible, falsely elevated troponin I (access accutni+3) results, for four patients, involving their unicel dxi 800 immunoassay system (serial number (B)(4)). The customer stated one result was reported outside the laboratory. The customer reanalyzed the patient samples on an alternate unicel dxi 800 instrument and obtained expected results. There was no report of patient injury or change in patient treatment associated with this event. The customer indicated that quality control (qc) and system check were failing. Patient sample type was serum, but other processing information was not provided.